Event description:
It was reported that the patient experienced withdrawal symptoms. Upon interrogation of the pump a motor stall was noted. The expected residual volume was 6 ml and the actual residual volume was 31 ml. It was noted that the eri showed 7 months. Saline was put into the pump and the patient was scheduled for replacement due to battery depletion. The pump was replaced on (B)(6) 2011. The patient was restarted on a much smaller dose of medication. The pump was used to deliver fentanyl, clonidine and bupivicaine. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.